Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment resulting in a revision surgery to remove the excess skin (date not reported).the implanted device remains.